Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineer (fse) was at the customer's site to address the reported issue. Fse confirmed reported errors and reproduced errors by performing a prime wash run. Fse noticed the tubing was pinched slightly under the wash heater which was causing the 2015 error. Fse resolved the issue by adjusting the tubing. Fse ran another prime wash cycle without errors. Fse successfully validated analyzer and completed qc run; all results were within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual, section 7-1: list of error messages states the following: [2015] bf probe purge failure: is generated when purging by the bf probe is abnormal. The operator is instructed to clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was due to pinched wash tubing.

Event description:
A customer reported getting error message 2015 bf probe purge failure on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.